Event description:
The account alleged the brake casters are ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters and both hex rods to resolve the issue.